Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the multi connector- y replacement on a prismaflex m150 set c during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, video and a picture of the impacted set were provided. Their visual inspection observe an external fluid leakage from the clamp device connector of the w line. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.